Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the power supply board has been replaced, that solved the issue. The board sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Following visual inspection, cross-tests were performed, and the power supply board found functional. It was noticed that this board didn't correspond to the reported device but it was linked to the sn (B)(6). The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not confirmed. The trend is: normal.

Event description:
The following has been reported: pump would not shut off. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.